Manufacturer narrative:
Results of investigation: the vela main printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated but the issue was confirmed in the events log. The root cause of the reported event was isolated to a degraded pressure transducer.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Affiliate in (B)(4) determined the most likely cause of the reported event was the main pcb (printed circuit board) component. The affiliate in (B)(4) was shipped a replacement main pcb to repair the suspect device and return it to service. To date, the alleged faulty component has not been received by the carefusion failure analysis lab.

Event description:
The end-user in (B)(6) reported while using the vela ventilator; the unit displays multiple xdcr errors (transducer errors) and irregular ventilation "vent inop" (inoperable). The distributor in (B)(4) checked the suspect device and confirmed the errors. The issue occurred during maintenance, there is no report of patient involvement associated with the event.